Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2 to address issues. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis, however, could not reproduce the errors. The unit was tested on an in-house system and passed normal mode. The system did not trigger errors 23065, 22021, or 31009 but they were confirmed via error logs/system logs on the insertion and carriage. During the visual inspection of the unit, no problems or issues were found on the unit. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer observed issues with the universal surgical manipulator (usm)2. The customer stated that they could not get the instrument off the usm, and it was not doing what the surgeon wanted. Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed logs and noted drape errors on usm2 followed by an improper grip release error on usm2 for a maryland bipolar instrument. There was also a recoverable fault 23065 on usm2 followed by communication faults on the system. The tse noted repeated communication faults as well. The procedure was completed with no reported injury. Isi has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting issues with the usm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issues and replaced usm 2 to address issues. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.